Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A ntw (lot: 31030r1002) was chosen for implantation. Imaging quality was poor. The clip was placed central-medial successfully. To further reduce mr, a nt clip (lot: 31026r1107) was attempted to be implanted. During positioning, the nt interacted with the first implanted ntw resulting in the ntw detaching from the posterior leaflet (single leaflet device attachment (slda)). The nt was removed and a replacement ntw (lot: 31206r1001) was implanted to stabilize the slda and reduced mr. The procedure ended with mr reduced to grade 1. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Additional mitraclip referenced in b5 will be filed under separate medwatch number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damaged by another device (dislodged) appears to be related to procedural condition and the reported slda was a cascading effect of the device damaged by another device. The reported poor image resolution was due to echocardiographer has little experience in the procedure and had difficulty visualizing in some windows. The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted to stabilize the slda. There is no indication of a product issue with respect to manufacture, design or labeling.